Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and revealed blockage in the tubing. Customer replaced tubing and resumed insulin therapy. Customers blood glucose was 130 mg/dl.